Manufacturer narrative:
(B)(4).

Event description:
It was reported that the day following the implant procedure, this device exhibited right atrial (ra) lead noise. The physician elected to perform a surgical revision procedure and observed a loose setscrew. However, the screw was not able to be tightened. The physician explant and replace the device to resolve the event. It is unknown at this time if the ra lead is a boston scientific product. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
This report is being filed for additional information in b5, h6, and h10. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the day following the implant procedure, this device exhibited right atrial (ra) lead noise. The physician elected to perform a surgical revision procedure and observed a loose setscrew. However, the screw was not able to be tightened. The physician explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device was subsequently received for analysis.